Event description:
It was reported by dealer that the plate that is mounted on the bottom of the 5410ivc bed, that the rails mount to is broken, and this is allowing the bed rails to sway back and forth under the bed. The dealer has no further information to provide.